Manufacturer narrative:
The date of the event could not be obtained from the customer. Received 1rk 454334/b200834h for evaluation. Samples were tested, according to gbo standard testing procedures, with regards to draw volume according to iso 6710 'single use containers for venous blood specimen collection' and clsi gp39-a6 regulations for 'evacuated tubes and additives for blood specimen collection'. Both standards specify the draw volume to be within +/- 10% range of the nominal fill volume. No visual deviation in fill volume, sporadic low or high fill, could be observed in the tested samples. All tubes tested filled within the +/-10% tolerance range. No tubes were found to fill halfway as described by the customer. The complaint could not be duplicated. Corrected data: h3: samples received by the manufacturer; h6 type of investigation, investigation findings, investigation conclusion; h10 manufacturer narrative.

Manufacturer narrative:
Complaint (B)(4). No more inventory of material/batch is available. Customer samples were received. When the investigation is completed, a supplement report will be filed.

Event description:
Customer states that the fill line is a problem as the vacuum in the tubes does not allow the blue top to fill all the way to mid or max levels. Tubes are filling only half way and staff are collecting red top and filling it manually to the fill line. Customer states the staff are filling red top plastic tubes with blood and then pouring in to the blue top tube. All types of devices are being used when underfilling [safety blood collection set, straight needle, syringes]. A discard tube is used when is drawn before a coagulation tube when a safety blood collection set is used. Phlebotomists are holding the tube in the holder until the tube is completely filled, proper blood technique is used. This is occurring with everyone including nursing that draw blood. 90% of tubes are experiencing underfilling. No photos available.